Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This device case, which does not involve an adverse event , reported by a consumer via a distributor who contacted the company with a product complaint, concerns an unknown patient. The patient was taking an unspecified medication for treatment of an unknown indication via a humapen savvio blue device (lot 1604v03/associated product complaint (B)(4)). On an unknown date the consumer returned the pen to a pharmacy and said the device did not work. The device returned on 29aug2017 and a malfunction was identified however no further information was provided. The operator of the device, training status, and duration of use not provided. Update 26sep2017: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting.

Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 24oct2017. No further follow-up is planned. Evaluation summary: a patient reported that a humapen savvio device did not work. Initial screening of the device associated the case with the reportable malfunction "face clutch engagement failure." Investigation of the returned device (batch 1604v03, april 2016) determined that this case was not associated with this reportable malfunction but was caused by misuse related damage to the injection button, which appears to have been detached and reattached with adhesive. The damage is evidenced by a missing component, the injection button wave spring, and the presence of the glue residue at the junction of the injection button and the clutch. This field damage is not considered to be a reportable malfunction. All savvio devices are assessed for presence of injection button and injection screw travel (which would not be possible if the wave spring was missing) at the end of the manufacturing process. The instructions for use state clearly not to use the pen if any of the parts appear broken or damaged. There is evidence of improper use. The damage to the device occurred while in the field (not related to the manufacturing process).

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event , reported by a consumer via a distributor who contacted the company with a product complaint (pc), concerns an unknown patient and ethnicity. The patient was taking an unspecified medication for treatment of an unknown indication via a humapen savvio 3ml (blue) device. On an unknown date, the consumer returned the pen to a pharmacy and said the device did not work (lot 1604v03/associated product complaint (B)(4)). The device, which was manufactured in apr2016, was returned to the manufacturer on 29aug2017 and a malfunction was identified. Upon further investigation, it was noted that there was evidence of misuse explained as damage to the injection button, which appeared to have been detached and reattached with adhesive. The damage was evidenced by a missing injection button spring with the presence of a glue residence at the junction of the injection button and clutch. The operator of the device, training status, and duration of use not provided. Update 26sep2017: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. Update 16oct2017. No new information. Update 24oct2017: additional information received on 23oct2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, improper use and storage from no to yes and malfunction from yes/cirm to yes/not cirm. Added date of manufacturer for the pc (B)(4) of the humapen savvio 3ml (blue) device. Corresponding fields and narrative updated accordingly.